Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device was activated and it physically started smoking. In addition, the battery pack and handpiece became hot. It was immediately removed from the surgical field and secured outside the o.r. No battery leakage was noted. No harm, no delay.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. This medwatch is being filed to relay additional information. The following sections have been updated: b4, b5, g3, g6, h2, h10.

Event description:
It was reported that the device was activated and it physically started smoking. In addition, the battery pack and handpiece became hot. It was immediately removed from the surgical field and secured outside the o.r. No battery leakage was noted. No harm, no delay. Follow-up received later clarified that it was put into service at the beginning of the case. It was on the field but not in use for approximately 30 minutes; the physician then went to irrigate, it immediately malfunctioned when the trigger was activated, and from there it was an immediate report.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, g3, g6, h2, h3, h4, h6, h10. Functional testing of the device confirmed the suction was not working and the motor made a high pitched noise. Visual inspection of the interior of the hand piece found the motor mounts were melted and warped, dropping the motor out of position and preventing the pinion gear from making contact with the face gear. There were no signs of smoking, burning, or charring. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.